Manufacturer narrative:
This case was assessed as reportable to the FDA as the event multiple nodules (injection site nodule) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a swedish consumer via a social media group and concerns a female patient. She was injected subcutaneously, with radiesse into the neck and decolletage (off label use of device), on (B)(6) 2023. In (B)(6) 2023, approximately 3 weeks after the treatment with radiesse, the patient experienced multiple nodules all over her torso and neck. On day one, the patient received saline and hyluronidase (with no improvement),for corrective treatment. She also received guna amber tropocollagen with citric acid with intensive massage. As further corrective treatment, the patient received the patient received 5 fluorouracil (reported as fu) 25 mg/ml 0.5 ml + 2% lidocaine and saline, with a slight improvement. The patient was expected for a further follow up the day after this report, to see whether there was some more improvement over night. Due to the provided information, the outcome of the event was considered as resolving. Follow up information was received on (B)(6) 2023: radiesse did not contained lidocaine. The batch number, injection technique and details such as depth, use of a needle or cannula were unknown. The patients medical history, known allergies and concomitant medication were reported as none. Her past aesthetic treatments included needle mesotherapy. She had no complications following the aesthetic treatment in the past. The patient had about 50 to 60 nodules in the size of 0.02 cm to 1 cm. The corrective treatment included hyaluronidase 1500 units with 2 % lidocaine. Some of the lesions shallowed. Sequentially fluorouracil (5fu) with 2% lidocaine, again shallowing of the largest lesions. The patient had 3 times saline with no changes and 2 times tropocollagen matrix (with citric acid) with shallowing of the lesions. Overall, the situation looked better, but nodules were still visible. The patient was on therapy as recommended by the manufacturer and scientific publications. The outcome of the event remained unchanged. Follow-up information was received on 19-apr-2023: the case was medically confirmed. The case was upgraded to serious. Until the time of this report, the patient visited the physician twice, with very minor effect. The first treatment included hyaluronidase with 2 % lidocaine, tropocollagen guna matrix (citric acid) and fluorouracil (5-fu) with 2% lidocaine. After 14 days, the second treatment included hyaluronidase with 2 % lidocaine and tropocollagen guna matrix (citric acid). On (B)(6) 2023, the third treatment after 14 days was scheduled and surgical incision and pathological examination of one of the nodules and again fluorouracil (5-fu) with 2% lidocaine was planned. On (B)(6) 2023, the day after this report, the physician wanted to evaluate whether there was any remission or not. Until the day of this report, based on photographs, the difference was very small. The outcome of the event remained unchanged. Follow-up information was received on 25-apr-2023: most of the nodules were removed using 5-fu with 2 % lidocaine, as it turned out to be the most effective. Material for histopathological examination was collected, in 2023. The patient was due for an appointment in 14 days from this report, with a plan of suture removal and additional 5-fu injections. The outcome of the event remained unchanged.

Event description:
Case closure dated on 29-jun-2023: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 21-jul-2023: the event multiple nodules was deleted. The events granuloma and slight hyperpigmentation were added. The patients age was provided. She was 48 years old at the time of the event. She was injected intradermally, with radiesse, into the neck and decolletage, on (B)(6) 2023. A deposit technique was used. The patient was healthy. In 2023, within a few days after the radiesse injection, the patient experienced visible, red nodules (2-5 mm diameter) at the injection site. The patient was recommended to take hot baths in order to reduce the visibility of the nodules, which in fact increased the inflammatory reaction. As expected, the nodules did not decrease in size, but instead grew larger and became noticeably harder upon palpation. In (B)(6) 2023, reported as 2 months after the radiesse injection, she received intralesional injections of saline, followed by intense massage. No improvement was noticed. Before the first treatment session, one of the nodules was surgically removed. The material was then sent to a histopathology department to obtain a more in-depth diagnosis. The histopathology report showed granuloma around the foreign body. On 23-mar-2023, the patient contacted the reporter for help and started a corrective treatment with avastin 25 mg/ml (dose: 0,5 mg) and diprophos (dose: 1 ml vial) mixed with 2% lidocaine. The treatment was repeated every 4 weeks (4 visits combined), until (B)(6) 2023. Additionally, every 2 weeks, she was injected intralesionally with tropocollagen with citric acid and nicotinamide (md-matrix, guna medical device), to speed up metabolism within the nodules. Four months after the beginning of the treatment, the granulomas were almost completely removed. However, slight hyperpigmentation was still visible. The patient was advised to begin an at home retinoid treatment, using 0,05% retinal as well as undergoing a series of laser treatments, radio frequency (rf) microneedling combined with chemical peelings during the autumn/winter season. Due to the provided information, the outcome of the event granuloma was considered as resolving. The outcome of the event slight hyperpigmentation was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event granuloma (injection site granuloma) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.